Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the mid right superficial femoral artery (sfa). When the armada 35 ll balloon catheter was inflated pressure started to drop; however, angiography showed the balloon fully inflated. The device was removed from the patient anatomy. The device was flushed and a leak was noted at the tip of the balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database for the reported lot was performed and revealed no other incidents. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.